Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. Specific blood glucose (bg) values and treatment information was not provided. The pump was unavailable for troubleshooting at the time of initial contact. Customer technical support has made attempts to follow-up with the reporter to complete troubleshooting, without success. The reporter stated that the patient's healthcare provider took the patient off the pump a few months ago because the patient had been hospitalized twice for high bgs. Reportedly, pump use was then suspended. This complaint is being reported based on the allegation that the patient was hospitalized for elevated bgs while using insulin pump therapy, and based on the implied allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.